Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's tubing would not fill during load process. Customer was able to resume insulin and there was no reported adverse impact to the customer's blood glucose level.